Manufacturer narrative:
The event for blade broken off was confirmed by the technician through disassembly and visually inspection. The link with the fins inside the head assembly was broken. This would cause the described event. The affected component was replaced, the device passed final inspection and was returned to the customer.

Event description:
It was reported that the blade broke at the saw head during an acl reconstruction procedure. The case was completed successfully with a 2 minute delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.